Manufacturer narrative:
On january 5, 2026, senseonics was made aware of an incident in which the user reported hospitalization related to diabetic ketoacidosis. The user stated that the event occurred at approximately 12:37 pm eastern time and that, at the time of admission, they were diagnosed with diabetic ketoacidosis and an ear infection. An associated case (MFR#: 3009862700-2026-00295) was created to address the sensor's inaccuracies. Based on the escalation analysis a sensor replacement was approved due to system performance, and a sensor RMA was issued for further investigation. By complaint closure, the sensor has not been returned to senseonics. Dms review confirmed on (B)(6) 2026 - 12: 34 pm est - sg was 194 mg/dl and bg was 592 mg/dl. Sg was trending up but did not get close to the bg value. Since the sensor was not returned, investigation on the physical device was not possible. A review of the sensor in-vivo data indicated declining signal modulation, consistent with oxidation of the glucose-indicating component in the sensor hydrogel. Optical instability was also observed around the time frame of the event. The root cause for the observed instability could not be determined but may potentially be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance or an issue with the sensor itself. No further investigation was possible without the physical device returned for evaluation to confirm any device malfunction. A replacement sensor was provided to the user as part of the resolution.

Event description:
Senseonics was made aware of an incident where user reported a hospitalization due to diabetic ketoacidosis (dka) and an ear infection, which occurred on monday, on (B)(6) 2026, at 12:37 pm est; at the time of the call, the user reported feeling better and stated that glucose levels are under control. The event was related to diabetes, and the following example set was provided: on (B)(6) 2026 - 12:34 pm est - sg: 194 mg/dl - bg: 592 mg/dl (fingerstick at 12:37 pm est); after dms review, the confirmed values at the time of the event were january 5, 2026 - 12:37 pm est - sg: 194 mg/dl - bg: 592 mg/dl. Dms review also confirmed that the user did not receive a high or low glucose alert at the time of the event because the sg did not cross the alert thresholds. The user received hospital treatment including an IV insulin drip, three-day hospital admission, and blood glucose and metabolic monitoring, and was prescribed adjusted long-acting and short-acting insulin along with amoxicillin for the ear infection. The user's hcp is not aware of the event, and the user was advised to follow up with the hcp for further medical guidance. Per dms, the user is not currently using the system because the smart transmitter was lost during hospitalization.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.